Event description:
It was reported that the customer executed and delivered a 3.76 unit correction bolus when their projected blood glucose (bg) was in a downward trend. The customer's blood glucose (bg) level subsequently decreased to under 50 mg/dl. The customer used a glucagon pen and consumed gram crackers to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.